Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment. Product was used for therapeutic treatment. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
(B)(4): avaulta anterior biosynthetic support system, catalog #: 486010, (B)(6).